Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/19/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the cartridge tip and tube were broken or cracked. No intraocular lens (iol) was observed inside the preloaded device. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not implanted and therefore not explanted.(B)(6).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge's tip of a preloaded delivery system, model pcb00, ripped when the intraocular lens (iol) started to advance (into the cartridge). The tear happened before patient contact. Another pcb00 was used. No further information was provided.